Event description:
Per the audiologist, the patient's device was explanted in '2008, due to a skin flap infection which started approximately three weeks after surgery. The pt underwent two flap rotation procedures which did not solve the problem. No reimplantation plans were reported at the time of this report.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.